Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for an unrelated procedure. The patient received inappropriate therapy during the cautery usage due to oversensing. It was suspected that the magnet may have moved during the procedure. The patient was stable post procedure.